Event description:
It was reported that the device exhibited <200 ohms bipolar impedance. The bipolar capture thresholds had increased to 3.5 v and were also high in unipolar. The device was subsequently replaced.